Manufacturer narrative:
(B)(6). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) 2.5 ml under infused. It was further reported that only 20% of the dose was delivered to the patient. The device was filled with fluracedyl. The issue was identified after use when removing the pump from the patient at the day hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.